Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that she could not connect her meter to her insulin pump. Customer also reported issues with calibration. Customer's blood glucose at the time of the incident was 486 mg/dl and says that they treated blood glucose levels through undisclosed method. Troubleshooting and connection was made to the meter. However, due to high blood glucose levels, calibration could not be completed. It was not stated whether product was in auto mode and follow up will be made. Product will not be returned for analysis.